Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post port placement, when the contrast medium was infused from a powerport MRI, allegedly subcutaneous leakage of the contrast medium occurred. It was further reported that catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, leak and the identified deformation and wear issue, as two circumferential splits were noted approximately 6.5 cm and 7.1 cm from the distal end of the port body. The edges of the circumferential split noted approximately 9.5 cm from the distal end of the cath-lock were noted to be smooth and rounded. The edges of the partial circumferential break appeared jagged and one region of the break surface appeared rounded while the other appeared smooth and finely granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that post port placement, when the contrast medium was infused from a powerportmri, allegedly subcutaneous leakage of the contrast medium occurred. It was further reported that catheter allegedly damaged. There was no reported patient injury.